Event description:
Patient reported several days post implantation of seri into the chin, patient experienced chin "swelling, itchiness," and implant site is "painful to the touch and there is a tissue growth under the skin." Patient also reported "feeling depressed, having headaches and feeling pressure." Treatment was performed including prescription of keflex and in-office injections of hyaluronic acid. Events have not been confirmed as being device related by the physician and permission to follow up with the physician was not provided, therefore, no additional information is available at this time.

Manufacturer narrative:
The device currently remains implanted, and availability for return is unknown. Therefore allergan may not receive it and no analysis or testing may be done. The events of edema, lump/nodule, pruritis, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reported event and device relation are not confirmed by a physician, however it is allergan medical's approach to compliance to resolve all doubts in favor of reporting.